Event description:
While in use during an ir [interventional radiology] embolization procedure, the microcatheter got stuck within another catheter while being used in the patient. When dr. Went to pull it out, it then broke--snapped.